Event description:
During pacu stay from an insertion of dual chamber pacemaker, a defect was noted with the atrial conduction and sensing. The pt was returned to the or and the atrial lead in spite of the screw being tightened, was able to be removed from the canal. Defective device removed and new pulse generator implanted.